Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID dtpa2d4 serial# (B)(6) implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a replacement cardiac resynchronization therapy device (crt-d) battery procedure the mobile programmer crashed with an error message after analyzer measurements were performed. It was noted that the issue occurred when the analyzer measurement results were frozen by the user to input date information and change the keyboard on the hosting tablet to half-width. It was noted that the procedure was delayed by five to ten minutes in order to re-start the analyzer and perform the measurements again. The mobile programmer remains in use. No patient complications have been reported as a result of this event.